Event description:
It was reported that the device exhibited an upstream occlusion error. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review found no previous repairs. The reported issue was replicated as the upstream occlusion (uso) sensor was found to be faulty. No repair activities were required as the device was at its end of support.